Event description:
A bard power port placed in (B) (6) 2009 at left ij has clotted with extension of the clot to left ij left up to midneck, left subclavian vein towards the heart beyond the innominate. The clot is extending distally to the left arm basilic vein. Treated approx with chemo to via powerport 3/4 weeks per month. No high pressure injections. Started sc fractionated heparin to halt thrombosis progression on (B) (6) 2010. In doubt if line will be removed/not given risk of pulmonary embolism. Dates of use: (B) (6) 2009 to present. Diagnosis or reason for use: chemo to for lung ca.